Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that patient underwent insertion of medtronic device in (B)(6) 2010 due to incontinence. (B)(4).

Manufacturer narrative:
It was reported that mesh was implanted due to bladder prolapse. After implantation the patient experienced severe pain, loss of use of right leg and knee, chronic constipation and severe incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.